Manufacturer narrative:
(B)(4). Attempts to obtain additional information and for product return has been made. There has been no response at this time. There is currently insufficient information to determine the root cause of this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported that a 29mm pericardial mitral valve, implanted in the tricuspid position, was explanted after an implant duration of one (1) year, one (1) month due to unknown reasons. The explanted valve was replaced with a 27mm edwards pericardial mitral valve of the same model. No other details were provided.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
Patient code 3191 = host tissue, pannus growth.: evaluation summary: complaint could not be confirmed due to unknown complaint reason. X-ray demonstrated wireform intact and commissure 1 bent slightly inward. Moderate to heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 9mm on leaflet 1 on the inflow aspect. Host tissue on the stent circumference was minimal at the inflow aspect. As received, leaflets 2 and 3 had cut outs of approximately 4mm x 12mm on leaflet 2 and 5mm x 10mm on leaflet 3. The cuts had a smooth and straight edge; leaflet fragments were not returned. Leaflets were thickened and swollen near the commissures, free margins, and around the cusp area of leaflet 1. Sewing ring was cut in multiple places around the valve and exposed the wireform around leaflet 1 on the inflow aspect. Additional manufacturer narrative: pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. Host fibrous (pannus) tissue growth is expected in all prosthetic/bioprosthetic heart valves and largely attributable to the host response (such as the foreign body reaction) to the implants. In vast majority cases, the pannus tissue is from surrounding native anatomy such as annulus. The time course and severity of pannus growth is largely variable among the patients. The underlying mechanism is still not fully understood, but it is generally believed that the patient factors (such as patient immune system, age, other comorbidities, local anatomy et. Al.) May play important roles in pannus growth in bioprosthetic heart valves. In this case, a definitive root cause for early pannus growth could not be conclusively determined. However, there are no indications of a manufacturing defect. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.